Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratches on the display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.